Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02345).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: vanguard xp right femoral cat#: 195203 lot: 814150; vanguard xp tibial tray cat#: 195251 lot: 764410; series a patella cat#:184786 lot: 232350; vanguard xp tibial bearing lateral cat#195333 lot: 524920. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2014. Subsequently, the patient had a resection of scar tissue and arthrotomy performed on (B)(6) 2015. The tibial bearings were removed and replaced.